Event description:
There was an intermittent no alarm condition. The customer support engineer inspected the device and found a loose connection at the power switch the cse tightened the connection at the power switch. The unit passed extended self testing. It is not verified that the alarm itself malfunctioned, and no malfunction may have occurred. The report is not an admission by co that this device caused or contributed to the event alleged in this report.